Event description:
It was reported that 4 weeks before patient died, the device was "functionally normal." After the patient death, device interrogated and report indicated battery was depleted, and no pacing output was observed.

Event description:
It was reported that 4 weeks before patient died, the device was "functionally normal." After the patient death, device interrogated and report indicated battery was depleted and no pacing output was observed. Further reported the cause of death was congestive heart failure and ischemic heart disease.

Event description:
It was reported that 4 weeks before patient died, the device was "functionally normal." After the patient death, device interrogated and report indicated battery was depleted and no pacing output was observed. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.